Event description:
The nurse inserted the needle without any problems, when removing the needle/stylet assembly, the extension tubing disconnected from the wings.

Manufacturer narrative:
No additional information was available regarding the patient. The sample is to be returned for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).